Event description:
In 2009, the patient/lay user contacted lifescan (lfs) alleging there was a black mark on her one touch ping's display. The pt reported that the alleged issue was discovered three days prior. It is not known what action, if any, the pt took regarding her diabetes management as a result of the alleged issue. Sometime after the issue started, the pt claimed she felt tired, sleepy, and developed shortness of breath. The pt was unable to confirm if she had to receive medical treatment. At the time of troubleshooting, the customer care advocate noted there was no known trauma to the subject meter. There is no indication that the reported issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor is there any evidence that she had to receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.